Event description:
Customer stated that their meter is not functioning. Customer is not sure if maybe the meter was dropped because it is showing crazy numbers. A review of the system was conducted over the phone. This review indicated that segments were missing from the display and that there may be issued with the meter recognizing the codes on the code strips. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.